Manufacturer narrative:
The complaint device has not been returned for evaluation. A review of the complaint history, instructions for use, quality control and trends was conducted during the course of investigation. Per dfmea, balloon burst, compliance, and fatigue verification testing have been performed. The rated burst pressure (rbp) is documented in the compliance card and label. The balloon is inspected for visual defects and a burst test is performed, ensuring the balloon does not burst radially. The balloon surface is also inspected for defects, inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), and catheter is verified to be smooth, clean, and free of damage. Each device is shipped with an instructions for use (IFU), which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. Do not exceed rated burst pressure and do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur. The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. Without the benefit of inspecting the actual complaint device, based on the information provided, we are unable to determine with certainty the root cause for the reported difficulty. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. There is insufficient risk per the conclusion of quality engineering risk assessment (qera), therefore, no further action will be taken.

Event description:
A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During a iliac angioplasty in the right common iliac with ifr lesion on a (B)(6) female patient, the physician performed this as a hand inflation. The balloon ruptured into 2 pieces. The physician tried, but was unable to snare and retrieve the fragment. The un retrieved balloon fragment was covered with a zilver stent in the previously stented area that had isr. Patient outcome is good. The physician has not planned on a scheduled follow up with the patient.

Manufacturer narrative:
(B)(4). The event is currently under investigation.